Event description:
It was reported that the patient had a car accident in 2002 which resulted in chronic pain. Due to scar tissue the doctor was not able to place a lead to cover the patient¿s lower back. The lead kept ¿bending¿ with the scar tissue. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, product type implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).